Event description:
It was reported that the device was explanted due to infection and erosion. The system was explanted. Patient doing fine post procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.